Manufacturer narrative:
Upon reassessment of the event, it was determined that the cup was revised due to unknown reasons. The stem would not be reportable as it was not removed during the revision procedure.

Event description:
Upon reassessment of the event, it was determined that the cup was revised due to unknown reasons. The stem would not be reportable as it was not removed during the revision procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018-07156, 0001822565 -2018 -07157, 0001822565 -2018 -07158. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.